Event description:
Time: breakfast, blood glucose (mg/dl): 78, cho (g): 35, bolus (u): 1.5, time: 11:58 am, blood glucose (mg/dl): 297, bolus (u): exact dosage was not provided, time: 3:46 pm, blood glucose (mg/dl): 281. The customer reported that she was feeling very sluggish and at 4:11 pm she decided to deactivate the pod. She was able to activate a new pod and her bg was reading 220 mg/dl.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 10+ units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. User error is therefore determined to be the root cause of high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.